Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that his wife was admitted in hospital due to high blood glucose levels. Customer's blood glucose value was over 500mg/dl. Customer's husband stated that the pump had been taken off her at the hospital and hadn't had it on her for a couple of days. Customer's husband declined to troubleshoot for high blood glucose level. Insulin pump will not be returned for analysis.